Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -device explant due to severe dysphagia occurred on (B)(6) 2017; a fundoplication was performed at the time of explant. -"severe adhesions" were noted and "2+ hours of adhesiolysis" were needed to remove the device. -linx device found in correct position/geometry at the time of explant.